Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Unit displayed multiple "low battery" alerts during testing even when new batteries were placed inside the unit. Upon further review of the unit's interior, the top of the battery compartment is corroded causing poor contact between the battery cap contacts and the copper sleeve within the battery compartment. Unable to complete prime/seating, basic occlusion, force sensor, and occlusion tests due to the "low battery" alerts.

Event description:
The customer reported via call that the time would randomly change. Customer¿s blood glucose level was 62 mg/dl at the time of incident. Customer was treated with 50 gram of juice. Customer assisted with self test and it was passed. The insulin pump will be returned for the analysis.